Manufacturer narrative:
The field service representative (fsr) verified that the led remained red and determined that there was likely an led malfunction. The epgs was replaced and release testing was performed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) light emitting diode (led) turned red after adjusting the fraction of inspired oxygen gas (fio2) alert and remained red after lowering the fio2 setting. The air and o2 were normal. There was no delay, no blood loss, nor adverse consequences to the patient.